Event description:
Eight months after undergoing a (pci) percutaneous coronary intervention, the patient was admitted with an 80% in stent stenosis of the mid left anterior descending artery. The lesion was without thrombus, and the timi flow was three. The lesion was treated with pci, and after the procedure, the patient recovered. The event was related to the procedure.